Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) battery will not charge. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported issue. The unit passed all functional and safety tests to manufacturer specifications. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon the completion of the investigation. The full name of the event site is (B)(6).

Event description:
N/a.